Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated as three psi test were performed however the device did not occlude. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has leaked into the cavity of the sensor, which caused functionality issues. The recommended corrective action was to replace the downstream occlusion sensor. Root cause of reported problem was found to be the customer. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction:d4: model number 2120.

Manufacturer narrative:
Other, other text: b5: additional information received on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions. C106106